Event description:
It was reported that the patient presented recurring incontinence and an infected perineal fistula with this artificial urinary sphincter (aus). A surgical procedure was performed during which it was noted that the device was not working properly as the system was empty and with air in it; however, the location and source of the fluid loss could not be identified. All components of the existing device were removed. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.